Manufacturer narrative:
Evaluation summary: the product has not been returned for analysis. Product hisotry and batch records were reviewed and documentastion indicated the product met release criteria. There have been no other complaints reported in the lot number. The root cause has not been identified. Attempts to obtain additional information have been made a completed questionnaire has not been received. (B)(4).

Event description:
A surgeon reported that an intraocular lens was exchanged due to the patient being unhappy with his vision. Additional information has been requested.